Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple wall adapters. In addition, the pump battery jumped to 100%. Customer reported blood glucose level was not impacted. Reportedly the customer will continue to use the pump until the replacement pump is received.